Event description:
In 2006, a facility reports that an incident occurred while transferring a resident in a golvo 7007 patient lift. The resident was lifted in a medium sling on the golvo 7007 and was being transferred from bed to chair. Caregiver reports that the resident slipped through the bottom of the sling onto her back. The resident suffered a fracture to the ankle.

Manufacturer narrative:
On august 11, 2006 the lift and sling were viewed and inspected by a liko representative, both were found to be in good working condition. The assistant don reported that they recreated the transfer, but could not make the incident happen again. Improper application of the sling was thought to be the cause of the incident. The facility has offered remedial training for its staff in the use of this equipment.